Event description:
It was reported by the patient that he had new wires implanted 14 months ago because the lead was bad. It was sending the wrong signals causing the device to go off. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. It was further reported that the high voltage portion of the right ventricular lead had high impedance and a fracture. The lead was explanted and replaced. The device was at elective replacement indicator and there was a question as to whether the device was giving an accurate impedance reading. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.